Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a lead revision procedure. The patient was doing well postoperatively.